Event description:
Update apr 10, 2018: pfs and medical records received. There were no new allegations added. After review of medical records for MDR reportability it was reported that the patient was revised to address pain and metallosis. Revision note stated, the hip was aspirated and 10 ml of yellow particulate fluid was removed. A radical capsulectomy and synovectomy was done with this tissue showing marked foreign body synovitis. The femoral ball was removed and showed little corrosion of the trunnion. There was a hemolytic reaction and coagulation reaction on the backside of the inner and front side of the socket. There was osteolysis underneath the collar. Updated the patients name.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address high cocr levels and metalosis. Osteolysis was also reported. Update: on (B)(6) 2013 - clinical report was received. Clinical report indicates the patient was also revised to address adverse local tissue reaction. Updating lot information for the acetabular shell. There is no new information that would change the existing MDR decision. Update ad (B)(6) 2018: pinnacle litigation record received. In addition to what was previously reported, litigation alleges inflammation, severe pain, tissue and bone loss, metal ions, discomfort, injury, mental anguish, and loss of range of motion, emotional distress, and disfigurement. Doi: (B)(6) 2008- dor: (B)(6) 2013(right hip).